Event description:
A malfunction on the pump was reported by the caller. It remains unknown if there was any adverse impact on the customer's blood glucose level, as this information was either unknown or the caller declined to answer. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue happens again, which they understood and acknowledged.